Event description:
On (B)(6) 2012, the lay-user/patient contacted animas and reported elevated blood glucose (bg) levels. The patient claimed that the previous saturday, his bg's began to climb and at that time, he noticed air in the line. Through troubleshooting the animas representative involved in this contacted noted that the patient was using refrigerated insulin that was left out for 45 minutes. The patient was instructed to possibly leave the insulin out for possibly 2 hours. The patient was also informed that possibly there was a small hole in the cartridge or o-ring. The indicated that during the time of concern, his bgs reached "450 mg/dl" with symptoms of nausea and feeling listless. The patient denied having symptoms of vomiting, shortness of breath, or ketones. The patient also stated that he bolused through the pump and took 1 injection. The patient disconnected from the pump and was able to prime air out of the tubing. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed an elevated bg with symptoms that can be associated with severe hyperglycemia. In addition, the patient claimed that he had air bubbles in the tubing. At this time, it is unclear if air bubbles were also observed in the cartridge or if there was even a cartridge issue.

Manufacturer narrative:
(B)(4): a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, fill test, and force test was performed with no failures observed. There was no defect found on investigation. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The subject cartridge involved in this complaint has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.